Event description:
It was reported that the patient experienced tricuspid regurgitation due to pacing by the right ventricular (rv) lead. The lead was explanted and replaced with a competitor product. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.